Event description:
It was reported the tibial pegs had fractured. A revision procedure was completed successfully. No claim against the femoral implant and articular surface which were replaced only as a precaution. No additional information available from hcp.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided pictures shows the tibial pegs were fractured off. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified that the tibial plate was loose. However, fracture issue cannot be verified because of provided x-ray's limitation. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products: unk psn femoral lot# unk. Unk articular surface lot# unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.